Event description:
It was reported that the customer had button error alarm. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the keypad buttons function properly. No damage found on the keypad trace. No button error alarm noted. However, the insulin pump alarmed motor error during the prime test as a result of a loose drive support disk. The device was received with scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.